Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a colectomy functional end-to-end anastomosis, after using the third reload for side-to-side anastomosis, it was difficult to unload the reload from the adapter. The reload was eventually removed and upon checking the devices, the reload could not be reattached to the adapter and the inside of the adapter appeared to be damaged. A fourth reload was tried on and was used without issues. However, the fourth reload could not be unloaded. The surgical time was extended by less than 30 minutes. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the rotating ring in the distal end of the adapter was rotated out of position. This prevented the loading of a reload. This can be caused by improperly loading a reload into the device. The evaluation found that there were deformations present on the j-hook. It was reported that the device broke, the device was difficult to load, and the device was difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Deformation to j-hook happens when the user tries to remove the reload when it is not opened all the way to its calibrated position. When the blue button is pushed and the j-hook is not completely depressed, the edge of the single use loading unit (sulu) load link will catch the j-hook and deform it. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.